Event description:
Additional info received from MFR on 06/18/1998: pt has also provided co with pertinent medical records regarding her condition. Co's global safety and pharmacovigilance department has reviewed this information.